Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address a failed asr total hip arthroplasty. There was a large posterior pseudotumor on the patient's hip and serum cobalt and chromium ion levels were noted to be elevated. The hip was noted to be filled with chalky material which was grade brown in nature. There was a mild amount of corrosion on the femoral neck. There was also some osteolytic membrane in the greater trochanter which was excised. There was no movement of the femoral component. It was solidly ingrown. Doi: (B)(6) 2009. Dor: (B)(6) 2019, (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.